Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device was tested but the problem did not repeat.

Event description:
It was reported that on the external pulse generator (epg) the low battery indicator did not light up and the power shut off suddenly. No patient complications have been reported as a result of this event.